Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block e1 (initial reporter city): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of feeding tube detached. Problem code 4003 and 1212 captures the reportable event of buried bumper syndrome. Block h6 (evaluation conclusion codes): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure perfomed on (B)(6) 2019. According to the complainant, the procedure and the placement was performed without issue which was confirmed via the endoscope that the bolster part was placed properly in the stomach. The patient went home and stayed overnight with permission from july 5 to july 12. On july 12, the patient returned to the hospital. Afternoon on the same day, nutrient administration was performed and resistance was felt upon administration. With this resistance, buried bumper syndrome was suspected and the bolster part was covered with gastric mucous. The physician was notified and the removal was immediately done without any imaging confirmation. The device was replaced with a new endovive safety peg kit pull method. In addition, pictures that were sent of the device appear to have tube and device component detachment. It was also confirmed that nothing was detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h10: the analysis of the returned device revealed that the peg tube was separated in three sections. The internal bolster/dome does not have any visual issue. The tubing broke in the y-port, one section remained attached to the y-port, the break area is irregular. Marks observed on the tubing suggest that an additional tool interacted with the device. Additionally the tubing was cut approximately at 9.7cm from the dome, both section were visually inspected under magnification and marks were observed on the material and these marks were in the same direction. No obstructions were observed through any section of the tubing and y-port. External bolster does not have any visual defect. No foreign materials, air bubbles, voids were identified in the in the device. The complaint was consistent with the reported incident that the feeding tube was detached/separated. The tubing was broken in the y-port, one section remained attached to the y-port and the breakage area is irregular. It is most likely that the device broke during the replacement procedure, a lot of force applied to remove the tube can result in device breakage, therefore the investigation conclusion code for the reported issue of feeding tube detachment of device or device component will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Additionally, the reported issues of bolster/button migration and bolster entrapment of device or device component could not be visually or functionally verified. Directions for use mentions as possible complications, migration, blockage/occlusion, erosion/embedding into the gastric wall (buried bumper syndrome) and tube clogging, they are noted within the adverse events section. Therefore, the most probable cause of this complaint is known inherent risk of device since reported adverse event known and documented in the labeling. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block e1 (initial reporter city): (B)(6). Block h6 (device codes): problem code 2907 captures the reportable event of feeding tube detached. Problem code 4003 and 1212 captures the reportable event of buried bumper syndrome.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2019. According to the complainant, the procedure and the placement was performed without issue which was confirmed via the endoscope that the bolster part was placed properly in the stomach. The patient went home and stayed overnight with permission from (B)(6). On (B)(6), the patient returned to the hospital. Afternoon on the same day, nutrient administration was performed and resistance was felt upon administration. With this resistance, buried bumper syndrome was suspected and the bolster part was covered with gastric mucous. The physician was notified and the removal was immediately done without any imaging confirmation. The device was replaced with a new endovive safety peg kit pull method. In addition, pictures that were sent of the device appear to have tube and device component detachment. It was also confirmed that nothing was detached inside the patient. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2019: the complaint device was replaced with a non bsc device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2019. According to the complainant, the procedure and the placement was performed without issue which was confirmed via the endoscope that the bolster part was placed properly in the stomach. The patient went home and stayed overnight with permission from (B)(6). On (B)(6), the patient returned to the hospital. Afternoon on the same day, nutrient administration was performed and resistance was felt upon administration. With this resistance, buried bumper syndrome was suspected and the bolster part was covered with gastric mucous. The physician was notified and the removal was immediately done without any imaging confirmation. The device was replaced with a new endovive safety peg kit pull method. In addition, pictures that were sent of the device appear to have tube and device component detachment. There were no patient complications reported as a result of this event.